Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also to be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). The designation of call routing is configured using the hillrom nurse call electronic configuration tool application (ect). Configuration of call routing is completed at the time of implementation by hillrom based on customer preference and may be changed thereafter, as requested by the customer. In such a case, the change request would be performed and documented by hillrom. It is noted that at the time of initial installation and testing the nurse call equipment and its configuration routing were confirmed by a baxter representative along with the customer, to be working as designed and with proper routing configuration. However, this customer requested that the pbx routing/annunciate not be permanently activated until the room is ¿converted and live¿ in order to prevent unintentional activation in the pre-stage process. It is unknown at this time if baxter received notification at the time the customer considered the room to be ¿live¿ for the pbx routing configuration to be activated. The configuration change was performed at the time of the notification of this reported event to resolve the issue. In this event, the customer confirmed that no injury occurred. The customer also confirmed that the nurse call equipment worked as designed and generated the nurse call code blue call and annunciated appropriately at the primary device location (unit). The root cause of this event is the failure of the pbx routing configuration to remain active at the time of initial installation (per customer request). Although the nurse call system worked as intended to provide appropriate notification at the primary event location, if the event were to recur and the report of a code blue was not received by the pbx due to inactive routing designation in ect, it is likely to cause or contribute to a death or serious injury.

Event description:
The customer reported that a code blue alert from step down unit room 1032 did not route and thus annunciate to the pbx operator. The customer confirmed that the alert annunciated locally (within the unit) and that there was no injury associated with the event, however, there was a delay of approximately 5 minutes in the notification of the code blue team. This report was filed in our complaint handling system as complaint # (B)(4).